Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "maintenance required" error. Subsequently, the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.